Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. On (B)(6) 2017 the technician found the unit had no alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audio. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a corrective and preventative action investigation has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.